Event description:
The pt was implanted with a ventricular assist device. Approximately 35 days post implant it was reported that the pt expired and the reported cause of death was hemorrhagic stroke. It was also reported that the pt's anticoagulation levels were too high.

Manufacturer narrative:
An adverse event occurred with no indication of a product problem. Therefore, only one product has been reported and concomitant medical products. The pt weight was not reported to the manufacturer. A direct relationship between the devices and the reported event could not be confirmed as the devices were retained by the hosp and not available to the manufacturer for eval. A review of the device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further info is available. The manufacturer is closing its file on this event.